Manufacturer narrative:
(B)(4). Approximate age of the device is 6 months. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. Approximately 6 months post implant of the lvad, it was reported that the patient had not been feeling well and presented with fatigue and shortness of breath. Routine and repeat laboratory tests revealed low hemoglobin and hematocrit levels. The patient was transfused with two units of packed red blood cells (prbcs). The nephrologist was concerned for the patient's despondence, thus the patient was admitted for further evaluation. A head CT scan was negative. The patient was noted to be anemic again with a hemoglobin level of 7.9 g/dl and was transfused with 2 units of prbcs. The patient's stool occult blood test was found to be positive. Upon gastrointestinal (gi) consultation, an upper endoscopy showed gastric ectasias. The patient was taken off aspirin therapy and the inr goal was adjusted to a lower level. The patient was to be discharged after 24 hours with the initiation of home health care. No additional information was provided.